Event description:
Reportedly, during pt use, upon connecting the ac cable to the ventilator, the external power led did not light. There was a "switched to backup battery" alarm. The issue was resolved when the power pac battery was removed and re-inserted several times. Later, the pt was manually ventilated before being switched to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.